Manufacturer narrative:
Through reviewing instrument data from the customer¿s atellica ch 930 analyzer, siemens identified a falsely elevated concentrated carbon dioxide (co2_c) result on a patient sample on an atellica ch 930 analyzer. Siemens reviewed the instrument data and the review of the photometer data for erroneous result indicated that the high result was diluted, and droplets of water were being introduced into the reaction cuvette. The co2_c assay has an inverse curve, so diluted sample yield higher result. Due to the high volume of samples, the laboratory did not allow the instrument to be serviced. Siemens evaluated the event and determined that the leak in the system fluidics which allowed droplets of water to enter the reaction cuvette, potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Through reviewing the instrument data from the customer¿s atellica ch 930 analyzer, siemens identified a falsely elevated concentrated carbon dioxide (co2_c) result on a patient sample on an atellica ch 930 analyzer. The customer confirmed that the initial result was considered erroneous. The initial result was not reported to the physician(s). The sample was repeated on the original analyzer. The repeat result recovered lower and matched the patient¿s history. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.